Event description:
It was reported that the patient experienced high blood glucose due to bent cannula leading to high blood glucose managed with correction injection via multiple daily injections on (B)(6) 2026

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380